Manufacturer narrative:
Two pictures were recieved of the disposables and they were found to have an air bubble in the vent side filter. The recieved sample did not present any damage nor worksmanship defect. The sample was used to prime devices without difficulty with the exception of the air bubble kept appearing in the vent side filter which is not necessary to remove all air in this side according IFU as10009819-001. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
The private nurse noticed recurrent alarms "air" with a smiths medical tubing set and as a precaution, the nurse changed the sample. The cadd set seemed to generate air bubbles and the filter seemed also to not fill correctly. Before the administration of the parenteral nutrition, the mother of the patient noticed bubbles air in the tubing after the total flush. The nurse change the sample. No issue and no alarm was noticed during the night. However, the next morning, a leakage from the filter was observed. There were no changes in the patient's clinical health observed.